Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Stroke and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. It was reported that the device would not be returned for evaluation. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2016, prior to implant, the patient presented to the hospital in cardiac arrest, and required extracorporeal membrane oxygenation (ECMO) and another manufacturer¿s temporary assist device for cardiac support. Approximately one week later, extracorporeal biventricular assist devices were placed. On (B)(6) 2016, the extracorporeal biventricular assist devices were removed and a durable lvad was implanted. On (B)(6) 2016, the patient experienced a stroke, diagnosed as intracerebral hemorrhage and subarachnoid hemorrhage. The patient also experienced elevated lactate dehydrogenase (ldh). The patient made a full recovery from the stroke. Additional information was not provided.